Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctors technique in applying the suction ring to the cornea, doctors technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patients cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss on both eyes (ou) during surgery -suction ring assembly issue with an intralase patient interface (pi) after the laser fired. It was reported that two (2) procedures were lost and that the surgeries were completed successfully using a new pis. There was no patient injury/no medical complication reported and no surgical intervention was required. This MDR report pertains to the right eye (od). A separated report will be submitted on the left eye (os).